Event description:
It was reported to philips that the device having an impact fails self-test at defibrillation. The customer worked with the technical support representative. The customer requests a quote for diagnostic servicing. The quote was sent to customer. The customer did not respond to service quote and it expired. The customer has refused servicing at this time.

Event description:
It was reported to philips that the device having an impact fails self-test at defibrillation. There was no patient involvement.